Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplement report. Catalog number and lot code of other device listed in this report: cat # 73-0710 lot # g610 description: scorpio m-dome patella. Cat # 70-4107l lot # k00m148 description: scorpio cr waffle femur lfit w/posts. Cat # 72-2-0512 lot # 53107501 description: scorpio cr tib insert. It cannot be determined which, if any of these devices may have caused or contributed to the pt's knee failure.

Event description:
It was reported that, failed tka.